Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. No determinations could be made at this time.

Event description:
It was reported that a screw is backing out of the resonate plate post-operatively.